Event description:
It was reported by our (B)(4) affiliate that during the balloon aortic valvuloplasty (bav) portion of a transfemoral tavr procedure, the guide wire perforated the left ventricle (lv). A 26mm sapien xt valve was then implanted under extracorporeal membrane oxygenation (ECMO). The patient was converted to open heart surgery and the perforation was surgically repaired. The patient passed away 35 days after the tavr procedure due to cardiac failure. The physician commented that closure of the lv was performed to repair the widely torn ventricle, and this lead to the depression of ventricular function. Renal failure and pneumonia were found as complications. It was noted that the patient had a severely tortuous aorta.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, and dilated lv with thinned walls. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. The consequences following a major apical laceration and bleeding include hemorrhagic shock/death, coronary artery injury, impaired left ventricle function, low cardiac output syndrome, and lv pseudoaneurysm. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the guidewire perforated the ventricle during the bav portion of the tavr procedure. It is possible that the patient¿s severely tortuous aorta may have contributed to difficulties with guidewire and delivery system tracking during the bav. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.